Event description:
It was reported that during testing prior to the procedure, the handpiece was heating up. There was no pt involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. When the investigation is complete, a follow up report will be filed.